Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that a remote alert was activated due to an out-of-range amplitude detected in the right ventricular lead. An atrial-tachy response (atr) episode was recorded, showing noise on both the atrial and ventricular channels, but is only being oversensed on the atrial channel. It is suspected that the noise originates from an external source. The presenting electrogram indicates the device is functioning properly. All other lead measurements are within satisfactory ranges. The pacemaker is still implanted and operational, and no adverse effects on the patient have been reported.